Event description:
Nurse started IV piggyback antibiotics to secondary line and watched the flow of medication to make sure it was infusing correctly and even came back a few minutes later to double check the infusion, at which time it was still ok. Several hours later, the nurse noted the antibiotic had not infused all the way, but the main primary was infusing. Of note, the primary was hung lower than secondary and the rate was 100cc/hr for secondary. Thus the patient's dose was finished quite a few hours late.